Event description:
It was reported that the patient experienced discomfort/pain at the ipg site following a trauma. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. The new pocket site was created superior to the old pocket. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.